Event description:
It was reported the left ventricular (lv) lead had been the source of chronic phrenic nerve stimulation for the patient. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead 2004 (B)(6); 407652 implantable pacing lead 2004 (B)(6). (B)(4).